Event description:
According to the medical record, the pacemaker was inserted over a decade ago. On routine follow-up visit to the pacemaker clinic, it was noted to have pacemaker generator elective replacement indicator characteristics. Pacemaker interrogation also showed low impedance, as well as variable impedance depending on whether he is in unipolar or bipolar pacing. This is indicative of an insulation break. The patient was therefore referred for pacemaker generator change as well as placement of new ventricular lead.